Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a transient ischemic attack (tia) occurred. The patient had been on eliquis prior to the procedure. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2025, and a 27mm watchman flx pro closure device was implanted with a complete laa seal noted. The patient had their first 45 day routine follow up transesophageal echocardiogram (tee) and it was noted there was no evidence of thrombosis and there was proper seal around the closure device, then was instructed to stop taking eliquis and was placed on plavix and aspirin combination at that time. The patient had their second follow up tee on (B)(6) 2025, which the patient was then instructed to stop plavix. The patient reported suffering from a tia three days after stopping the plavix.

Event description:
It was reported that a transient ischemic attack (tia) occurred. The patient had been on eliquis prior to the procedure. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2025, and a 27mm watchman flx pro closure device was implanted with a complete laa seal noted. The patient had their first 45 day routine follow up transesophageal echocardiogram (tee) and it was noted there was no evidence of thrombosis and there was proper seal around the closure device, then was instructed to stop taking eliquis and was placed on plavix and aspirin combination at that time. The patient had their second follow up tee on (B)(6) 2025, which the patient was then instructed to stop plavix. The patient reported suffering from a tia three days after stopping the plavix.